Manufacturer narrative:
An outside of the united states (ous) customer observed positive (reactive) atellica im toxoplasma igg (toxo g) results on two samples from the same patient that were considered discordant compared to negative results on two alternate methods in a different laboratory. Calibration and quality control were acceptable at the time that the discordant results were obtained. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens heathcare diagnostics is investigating. MDR 1219913-2022-00102 was filed for the same event.

Event description:
A customer observed an unexpected positive (reactive) atellica im toxoplasma igg (toxo g) result when testing a sample from a pregnant patient. Repeat testing was performed on the same instrument on a different day using a new sample drawn from the same patient and a positive (reactive) result was obtained again. This patient was also tested at a different laboratory where results from 2 alternate methods were negative. The atellica im toxo g positive results are considered discordant compared to the negative results from the alternate methods. The customer indicated that the atellica im toxo g positive results were both reported, but not questioned. It is unknown whether corrected reports were issued. There is no known report of patient intervention or adverse health consequences due to the positive toxo g results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00103 initial report on 2022-04-07. Additional information - 2022-04-13 the customer provided the total number of negative results with lot 276 in a 2 month period. Based on the information, siemens calculated the site specificity to be 99.7 %, which is within the instruction for use claims of initial relative specificity. Siemens retrieved customer data from siemens remote services (srs) for atellica im toxo g lots 270, 272, 274 and 276 and found lot 276 is comparable with other lots regarding interpretation recovery. Lot 270; lot 272; lot 274; lot 276; negative: 139,501/ 85.94%, 111,668/ 86.41%, 158,480/ 85.63%, 174,481/ 86.96%, equivocal: 1,505/ 0.93%, 1,173/ 0.91%, 1,630/ 0.88%, 1,822/ 0.191%, positive : 21,311/ 13.13% 16,385/ 12.68%, 24,957/ 13.49%, 24,337/ 12.13%, total : 162,317, 129,226, 185,067, 200,640. Siemens has requested the available patient sample volume from the customer for internal testing. Siemens continues to investigate. MDR 1219913-2022-00102 supplemental 1 report was filed for the same incident.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00103 initial report on 2022-04-07 and MDR 1219913-2022-00103 supplemental 1 report on 2022-05-10. Additional information - 2022-06-15 siemens performed a study using the samples returned by the customer. Samples were tested with atellica im toxoplasma igg (toxo g) lots 276 and 278 were used along with immulite 2000 xpi txp lot 517. All lost were calibrated successfully and qualty control (qc) recovered within respective control instruction for use (IFU) range. All qc and patient samples were processed in replicates of 3. Both patient samples recovered reactive when tested neat and post hbt treatment with both atellica im toxo g lots, indicating that the false reactive results are not specific to a particular lot. The hbt results produced higher quantitative values, indicating some type of interference. There was not sufficient sample volume remaining for further testing and/or nabt treatment. Both patient samples resulted as non-reactive when tested neat with immulite 2000 xpi txp. Additional information - 2022-06-30 siemens concluded the investigation for an outside of the united states (ous) customer observation of a false positive (reactive) atellica im toxoplasma igg (toxo g) result on 2 samples from the same patient compared to the negative (non-reactive) results from alternate method testing. The first sample was reactive on atellica im in february 2022 and the second sample tested in (B)(6) 2022 on the same system and with the same lot replicated the initial reactive result. According to the complaint information, the calibration was valid, and quality control (qc) recovery was acceptable, but the actual data was not provided. Siemens performed internal testing with the 2 samples (B)(6) 2022 and (B)(6) 2022 draws) that were provided by the customer. The samples were tested with atellica im toxo g lots 276 and 278 along with immulite 2000 xpi txp lot 517. All lots were calibrated successfully, and qc recovered within control package insert ranges. Both patient samples recovered reactive when tested neat and post hbt treatment with both atellica im toxo g lots, indicating that the false reactive results are not specific to a particular lot. The hbt results produced higher quantitative values, indicating some type of interference. Both patient samples resulted as non-reactive when tested neat with immulite 2000 xpi txp. Siemens collected and reviewed atellica im toxo g field data from the period between 2021-06-10 and 2022-06-10 and found lot 276 recovery to be comparable with the other lots. The calculated specificity for this customer for atellica im toxo g lot 276 is (B)(4); the expected initial relative specificity per the atellica im toxo g instructions for use (IFU) is 98.6 % based on the available information and the investigation results, this seems to be a patient specific issue. Atellica im toxo g lot 276 is performing as intended. No product performance issue has been identified. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2022-00102 supplemental 2 report was filed for the same incident.